Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-ray reviewed by the MFR, no gross lead discontinuities visualized. Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by our country rep in (B) (6) that they had a vns pt whose vns displayed high lead impedance upon interrogation. The pt did not have any fall or injury preceding their high impedance being attained. Their vns was programmed off and x-rays taken. The pt was scheduled for revision surgery on (B) (6) 2010. It was reported that the pt's surgeon intended to just replace their generator in the surgery and evaluate the high impedance in the operating room and make a decision at that time whether to replace the lead. The pt has not been having any clinical symptoms of not receiving therapy. X-rays were received for review, no gross discontinuities or sharp angles were observed. Based on the x-ray received, no obvious anomalies were observed which could be contributing to the high lead impedance. However, a lead discontinuity cannot be ruled out on the portions of the lead body that could not be fully assessed. Good faith attempts for more info have been unsuccessful to date.